Event description:
It was reported that following exit of the pacemaker from MRI protection mode, the patient was in atrial fibrillation (af) with rapid ventricular response at 140-150 beats/minute and felt very uncomfortable. The device was confirmed to be functioning properly, and impedances were in normal range. The patient had a history of af, and the healthcare provider was instructed to call cardiology should further symptoms arise. The pacemaker remains in service.